Manufacturer narrative:
The provided qc data showed outliers for several parameters. Multiple reagent probe alarms (abnormal aspiration alarms) were noted. The field service representative replaced and adjusted the reagent probe, checked the tubing, and checked the reagents. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen. 3 results for 1 patient sample on a cobas c 303 analytical unit. The initial result was 13.1% on (B)(6) 2024 the repeated result was 7.8%. The initial result was reported outside the laboratory. The initial result was questioned by the doctor and the sample was repeated.